Event description:
It was reported the patient was experiencing discomfort at his scs ipg site due to losing weight which caused the ipg to protrude. As a result, the patient's ipg was relocated during revision surgery on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.